Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that delivered peep was indeed low. The fsr performed a characterization of the exhalation valve. The unit was tested and it passed all tests, operating to service specifications and it was returned to the customer.

Event description:
The customer stated that the ventilator alarmed low peep during patient use. The patient was manually ventilated and placed on an alternate ventilator. There was no harm or injury to the patient.